Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 pod heated and had a brown-orange discolouration, perceived as "burned". The pod was worn between 25 and 36 hours on the thigh. No signs of serious skin irritation have been reported. No impact to the patient's blood glucose level was reported. No medical assistance was required. The pod was removed and a new pod was applied.

Manufacturer narrative:
The device was received deployed with the housing vent punctured. No signs of thermal damage was found. Inspection confirms the presence of corrosion as corrosion was observed on the reservoir cap, mechanism rail, linkage assembly, hard cannula, batteries, and printed board circuit (pcb) and pulley pin. Traces of corrosion were observed on the chassis. Corrosion on the batteries caused the batteries to deplete. The fluid path was inspected for internal leaks, but no leaks or corrosion source were identified. The cause and timing of the corrosion could not be determined. The device generated a 0x68 occlusion alarm. Download data shows that the pulse widths increased towards the end of pod operation but did not reach timeout. No occlusion was found within the pod. Investigation found no damages or deficiencies that would contribute to an occlusion alarm. The exact cause of the observed 0x68 occlusion could not be determined. The hazard alarm did not contribute to the reported events. The reservoir was observed to be punctured. The damage is positionally aligned with the damage to the housing vent, indicating post-use damage. It could not be determined whether the post-use damage contributed to the observed corrosion.